Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2016. Reportedly, the patient used multiple bg meters throughout the same sensor session. Additionally, it was reported that the patient used an alternate blood glucose test site. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. Labeling indicates: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event.